Event description:
It was reported that the user experienced difficulty removing the insulin cartridge from the ilet, requiring pliers to loosen and extract it, and was found to be attaching the cartridge to the connector outside of the ilet during a supply change; after education on proper procedure, the user completed the change and resumed insulin delivery. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user technique contributed to the cartridge becoming stuck and that correction of the process resolved the issue. It was concluded that the device functioned as designed and that incorrect handling during setup led to the event.